Event description:
Customer reported that the device was not pacing properly. No adverse pt outcome. Service representative was able to duplicate reported condition. The device was repaired and proper operation confirmed.